Event description:
The customer reported to vyaire medical that it was unable to clear high pressure alarms on lap top ventilator 1150 that occurred prior patient use. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate this issue. Testing was carried out using a known good ac adapter, patient circuit, and test lung. The equipment passed the 88-hour extended test at the customer's request without issue. The vent passed the general checkout test with no issues, which included many alarm and ventilation features. The unit was opened and inspected; no anomalies were discovered. Replace the analog board as a precaution to fix the issue and process the ventilator through service for a thorough calibration checkout that meets all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.